Event description:
The device was returned for damaged battery compartment. During physical inspection, it was found that there was a delaminated downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The reported customer complaint was confirmed. The probable root cause could not be determined. It was additionally found that the latch lock sensor was defective and the downstream occlusion seal was delaminated. Both the latch lock sensor and downstream occlusion seal was replaced.